Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and found to have a broken conductor wire close to the proximal clevis. The instrument failed the electrical continuity test and there were no signs of thermal damage on the instrument. The components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.